Event description:
Bed had mechanical hilow drift.

Manufacturer narrative:
Technician cleaned hilow brake assembly to resolve the issue. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability.